Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and hospitalization. The customer's blood glucose level at the time of incident was 403mg/dl. The customer's most current level was 408mg/dl. The mother states the customer was treated at the hospital and their levels dropped to 256mg/dl. The mother was unable to complete troubleshoot at the time, and will be calling back at a later time.